Event description:
User facility report (B)(4) stated: "event desc: patient was admitted with an infected right total hip replacement from (B)(6) 2010. The prosthesis was explanted in (B)(6) 2012. Not a malfunction."

Event description:
User facility report # (B)(4) stated: "event desc: patient was admitted with an infected right total hip replacement from (B)(6) 2010. The prosthesis was explanted in (B)(6) 2012. Not a malfunction."

Manufacturer narrative:
The following other hip devices were also listed in this report: primary tritanium hemi cluster hole cup 56mm, cat# 502-03-56e, lot# mjpv31. Acetabular dome hole plug, cat# 2060-0000-1, lot# ljk0d0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lots. Complaint history review there have been no other events for this lot. Review of the sterilization records verified the sterility of the reported product lots. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.